Event description:
Subject: dental bone graft complaint in 2005, an oral surgeon gave me a bone graft prior to performing a tooth implant on my # 9 tooth last week, the implant had to be surgically removed because of a 1 cm cyst that grew at the implant base. The cyst has been sent for biopsy. I am concerned about the supplier of the bone graft that I received, since there was a serious scandal reported in the newspapers at that time involving unscrupulous mfrs of biological grafts and funeral homes. The oral surgeon gave the info about the bone graft he used on me in 2005. However, I cannot find in the yellow pages that MFR's name. I am concerned about the quality and safety control used by the MFR in the bone graft material used on me in 2005. I suspect that the cyst that developed in my jaw bone is an adverse effect caused by the graft that I received. I urgently need to contact someone at FDA to investigate this complaint of mine and report back the findings to me as soon as possible. Thank you.